Event description:
Staff opened a duosol¿ bicarb 35 dialysate k2/ca32x5000 ml (4552) bag, used for continuous renal replacement therapy (crrt). Upon opening the plastic wrap on bag, fluid began to leak from the connector port on the bag. Event did not reach the patient.